Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 intima-ii y 20gax1.16in prn/ec slm catheters leaked blood from the septum. The following information was provided by the initial reporter, translated from (B)(6) to english: "after successfully withdrawing the needle core, blood was leaked from the septum".

Event description:
It was reported that 10 intima-ii y 20gax1.16in prn/ec slm catheters leaked blood from the septum. The following information was provided by the initial reporter, translated from chinese to english: "after successfully withdrawing the needle core, blood was leaked from the septum".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: a device history review was conducted for lot number 0168635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the samples submitted to our facility were subjected to functional testing. The results found the devices to be operating normally, and free from leakage. Microscopic inspections of the septums were also conducted. The septum for each of the returned devices was completely closed free from any sign of leakage. Based on these observations our engineers speculate that the root cause for this event may be related to the retraction of the cannula. Based on the design of the needle notch it is possible for blood to be transferred to the septum during extraction, this should only occur if the cannula is retracted with a high degree of force. Take the retention sample 2pcs for needle removal force test,800mm simulated clinical leakage test, the test results are qualified, and observe the sealable septum under the microscope, the opening of the sealable septum is completely closed. No aging of sealable septum. H3 other text : see h.10.